Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During a device check, the zoll loaner thermogard console (sn (B)(6)) displayed an air trap warning alarm. The air trap alarm would not clear even after cleaning the air trap module. No patient involvement.